Manufacturer narrative:
(B)(4). Implant date - (B)(6) 2008. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient is being considered for a revision due to joint laxity. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d11; g4; g7; h1; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by mmi states that there was nonspecific radiolucency at the cement hardware interface of the anterior femoral component which could indicate early loosening. There was small to moderate joint effusion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. D11: associated products : knee-unknown-femoral-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02719.